Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an indented drive support cap and that the customer complained of always having high blood glucose levels. The caller did not know the blood glucose reading. Unable to perform troubleshooting tests; the customer advised that she would call back to continue when ready. Nothing further reported.